Event description:
It was reported that the touchscreen was frozen. There was no provided information regarding the customer's blood glucose level, thus no adverse impact was reported. Limited details were available about the corrective actions taken, and no return of the device was expected.